Event description:
It was reported that telemetry was either poor or none for any device. The programmer rf head was replaced, with the same problem. No patient complications were reported as a result of this event. Another programmer was used, without issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported telemetry issues. A circuit board was found to be out of specification. It was also observed that the power cord bay latch was broken off. (B)(4) analysis found that the programmer rf head passed all testing. It was noted there was ruptured insulation on the cable, with exposed wire. (B)(4) no anomalies were found. The programmer rf head passed all testing.